Event description:
During high pressure injection of a contrast dye into a cardiac pt, the side seam of the tubing burst, spraying approx 30 cc's of the admixture of blood and contrast agent onto the ceiling, floor, pt, and clinicians. Although a hazardous cleanup was required, the clinical procedure was not cancelled. One nurse was squirted in the mouth with the admixture and another nurse was squirted in the eyes. The incident necessitated testing the pt for hiv/aids and emergency treatment for two nurses. Additionally, the nurses must undergo periodic testing for the next year and follow a hosp protocol for persons exposed to blood, etc.

Manufacturer narrative:
The complaint was confimred on the used tubing. Received also unopened kit and the stand alone tubing which were evaluated and met proudct release specifications. Subsequent testing of the specific material at pressures exceeding the product release specification of 1200 psi could duplicate the reported failure (at the distal end near the male connector) only folowing multiple injections. Info from hosp personnel indicate pressures are regulated by the power injector. Lab testing revealed pressures at the high pressure tubing are significantly higher than pressures at the power injector. The problem experienced could be the result of over pressurization of the tubing, as illustrated by the above testing. A review of the work order for lot revealed no non-conformances which could contribute to the problem experienced.